Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported inability to grasp the leaflets appear to due to patient anatomy (refer, (B)(4)- tissue injury from previously implanted clip). The reported tissue injury appears to due to inability to grasp the leaflets. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.the additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a posterior prolapse, a posterior flail, a suboptimal transseptal puncture, and a calcified posterior annulus. An xtw clip (30905a1048) was inserted and deployed on the mitral valve. To further reduce mr, a second nt clip (30712a1065) was inserted, and multiple grasping attempts were performed. However, while closing the clip, it was noted mr returned. A leaflet perforation or tear occurred; it was suspected the first clip had caused the leaflet injury, and the second clip contributed to the tissue damage. Therefore, the second clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.